Manufacturer narrative:
The device sample was not received by the MFR at the time of this report, therefore investigation is incomplete. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: received complaint per medwatch report sent from the FDA on (B)(6) 2011. Pt was undergoing re-do sternotomy and tricuspid valve replacement. Per additional info received from risk manager, two andrew suction tips (including the shaft-one piece), about 4 inches long, broke while in use inside the pt's chest cavity. They both broke on the threads on the shaft-tip part that screw into the hand piece about thirty mins apart. They were retrieved without any pt consequence or injury.